Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h13g08029 and h13j04064. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. A review of all batch record documents for potentially associated lot numbers was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient developed peritonitis while hospitalized for an unrelated event. The cause of the peritonitis was not reported. Treatment for peritonitis was not reported. The patient was discharged from the hospital and recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.